Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ineffective therapy due to low impedances. Reprogramming was unsuccessful in restoring therapy. In turn, surgical intervention may occur to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs lead was explanted and replaced. Stimulation was reportedly restored post-operatively.